Event description:
Chemo-port inserted 5 months ago; the catheter disconnected to the port and the catheter migrated up to the right atrium of the patient. The surgeon had to remove the catheter from the heart.